Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the laparoscopic roux-en-y procedure the device was difficult to load and unload, and the black switch at the from of the device broke off. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Additionally, analysis suggests that the product was used in a surgical procedure. Black loading/unloading top button was disengaged from the device. Pmv found that the plunger was partially deformed. The button was not returned with the product for evaluation. Pmv performed functional evaluation of the device and the device functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. Replication of disengaged or broken loading button may be attributed to an incorrect use of the device, against the instruction for use of the product that affected the proper functionally of the device. This might cause the necessity for the user to exert pressure on the button which results in the button disengaging or breaking off the plunger. The root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. A relationship between the device and the reported incident w as confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.